Event description:
This is an international report of a mini cap that cracked and started to leak. The product has not been used in patients. There was not patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cap is manufactured in the cleveland plant, the process of the (B)(4) plant is the insertion of the sponge, iodine and packing. This process was reviewed and no potential factor was found that can cause this kind of occurrence. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the sample evaluation is expected but not yet begun. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.